Event description:
Customer reported they received four measurement cartridges that feel moist to the touch and have a salty feel.

Manufacturer narrative:
Manufacturer verified customer was not exposed to leak or splash. Unable to identify which cartridges of the shipment were leaking. Replacement cartridges were sent to the customer. Customer reported three of the four replacement cartridges appeared also to be leaking. Manufacturer discovered cause of leak was a manufacturing change of caps on the reference vial. Manufacturing has reverted to prior cap and customer bulletin was issued advising customers of the possibility of moisture in packaging or salt residue and notifying customers that cartridges could still be used with no impact to results.